Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. There was no material missing from the instrument. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure and related to device design. A review of the provided image was performed by an isi failure analysis engineer (fae). In the image, it appears that one of the pitch cables is broken. A review of the logs showed the permanent cautery spatula instrument (part# 420184-14 / lot # n12210308-227) was last used on (B)(6) 2021 during this reported procedure with system (B)(4). The permanent cautery spatula instrument has 10 allotted uses and had 4 uses remaining. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the information for the patient was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon found the permanent cautery spatula instrument was "out of control.'' The site removed the permanent cautery spatula instrument and found the wire was protruded and broken. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 19-oct-2021, intuitive surgical, inc. (Isi) obtained the following additional information: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was performing a colpotomy at the time of the event. The instrument did not collide with any other instrument or tool during the procedure. It was confirmed that no fragments fell inside the patient. There was no damage noted on the conductor wire insulation. There were no additional images of the instrument or a video recording of the procedure. It was also confirmed there was no patient harm, injury or adverse outcome. No additional patient-related information was available.